Event description:
Reportedly, during pt use, when the unit was removed from ac power supply, it switched to the internal battery even though the external battery showed a full charge. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4). Though requested, pt info was not provided.